Manufacturer narrative:
Follow-up #1: date of submission 05/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of ¿no cartridge detected.¿ the force calibration failed. The load step malfunction was not duplicated during the investigation. The force calibration passed within specification. The force sensor was removed and tested and the resistance value was found to be within specification. There was no evidence of physical damage on the force sensor pins. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.